Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as "2024". Therefore, 31 dec 2024 is being used to calculate the minimum implant duration. H3: device evaluation - the device was returned for evaluation: customer report of calcification was confirmed. X-ray demonstrated wireform intact and moderate calcification on leaflets 2 and 3 and minimal on leaflet 1. Extrinsic calcific deposits were observed on the surfaces of leaflets 2 and 3 on outflow aspect. Minimal fibrin-like material was observed on all leaflets on the inflow and outflow aspects. Host tissue overgrowth on the stent circumference was minimal at the outflow and inflow aspect. Suture holes were visible around the sewing ring. Sewing ring cloth had multiple cuts around the valve and exposed silicone of sewing ring. Two suture threads were observed around the sewing ring. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, this 11400m33 valve was explanted from the mitral position of this 54-year-old patient after an implant duration of at least one (1) year and five (5) months due to calcification. Another valve was implanted in replacement, and the patient was noted as to be doing fine.